Event description:
It was reported that during a cryo ablation procedure, air would continuously leak from the hemostatic valve of the sheath when advanced into the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. This patient was a participant in the stop persistent af clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot 60470 were returned and analyzed. The data files showed one injection was performed with the catheter for the date of the event and no system notice was triggered. The data files also showed seven injections were performed with a different catheter. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection/ pressure testing did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the balloon catheter passed the return product inspection as per specification. If information is provided in the future, a supplemental report will be issued.